Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration, inflammation.

Event description:
Healthcare professional reported right side rupture, lymphadenopathy, and silicone migration. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, lymphadenopathy, silicon lymphadenitis, and silicone migration. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and black mold like appearance on the shell. A microscopic analysis was performed which identified: sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as unidentified (tear) opening.